Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right valve delamination issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent revision breast augmentation with 460cc mentor smooth round high profile on both sides and experienced left side breast implant deflation postoperatively. On april 2, 2021, mentor became aware that the date of replacement surgery with catalog number 3503460 is (B)(6) 2021. On may 4, 2021, the mentor failure analysis lab received two devices without label for evaluation. One of them with valve delamination issue. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 27, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample sm hps dv 460cc breast implant revealed a leakage, caused by valve delamination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).